Event description:
Attempting to intubate cardiac arrest pt #3 miller blade had audible structural cracking and light failed during attempt. The #3 macintosh blade audible strcuture cracking without light failure during subsequent attempt.